Event description:
It was reported that a "ventilator fail" message came up during patient ventilation, clinical staff switched over to manual ventilation then back to mechanical ventilation and were able to finish the case. No injury was reported.

Manufacturer narrative:
The investigation was just started, the result will be forwarded once available.

Manufacturer narrative:
The analysis of the device log file revealed an issue with the vacuum pressure at the reported time of event. This vacuum pressure is needed to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected- in this case a too high vacuum- the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. There are several plausible root causes for a vacuum pressure error, however it was not possible to identify the exact root cause. The service engineer on site calibrated the pump and replaced the ventilator lid as a preventive measure. It can be concluded that the fabius gs responded as designed upon a deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. The device was tested and confirmed to be operating per manufacturer's specifications. It was returned back to clinical use without any further issues reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are neccessary, this is derived from the pqb.

Event description:
It was reported that a "ventilator fail" message came up during patient ventilation, clinical staff switched over to manual ventilation then back to mechanical ventilation and were able to finish the case. No injury was reported.